Event description:
Pt was being fed enterally using the device. 1500 ml of an enteral feeding solution were hung, and the pump was set to deliver 60 ml/hr. 1500 ml were delivered over an unk time period (too slow). Rptr stated the pump stopped running. There was no illness, injury or medical intervention resulting from the event. One pt involved.